Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 9/19/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 174, 179 and 191mg/dl. The expected fasting blood glucose test result range is 120 to 150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly): the 191mg/dl (B)(6) 2017 08:05 am fasting: yes, 138mg/dl (B)(6) 2017 06:23 pm fasting: yes, 179mg/dl (B)(6) 2017 07:14 am fasting: yes, 174mg/dl (B)(6) 2017 07:56 pm fasting: yes, 153mg/dl (B)(6) 2017 07:18 am fasting: yes. Customer's wife called in stating the meter is reading high.